Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower experienced a failure and was clicking randomly. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system refrigerator door was failed to open. A field service engineer stated that no failures were found on the device upon arrival. The field service engineer logged into the hardware test application and ran a successful functionality test. The fse was unable to duplicate the malfunction. The fse powered off the device and proactively reseated the harness cable. The station was restarted. The system functioned as intended after the field service engineer tested the device.